Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed low battery after new battery changed and alarmed displayable history crc check failed on start up. Customer's blood glucose was 100 mg/dl. Troubleshooting was done. Customer declined to replace the battery cap. Customer stated he will use his other insulin pump. No further information provided.